Event description:
The customer reported that the system displayed a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries and a circuit board were identified as requiring replacement. A quote was issued to the customer and the customer response is pending.